Event description:
The report stated that while treating adhesions during a colectomy, the surgeon tried to use a handpiece and claimed it was not working well. He tried the same handpiece on a new generator (forcetriad) and the instrument still did not work to his liking. He opened a handpiece and tried it with both generators and did not get surgical effect. He then converted to an open procedure with a handpiece that worked with the original generator (forcetriad).

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.